Event description:
During cardiopulmonary bypass it was noted that venous drainage volume was being "held up" in venous reservoir bag. The blood volume was not properly draining across a screen/filter in the middle of the bag. It was necessary to apply pressure to the bag in order to augment drainage.